Event description:
It was reported that the sutures were stuck in the inserter and the inserter only removed from the sutures half way after anchor insertion. When the inserter was pulled a little harder, the anchor came out from the pt's bone. The insertion site had been pre-drilled with 1.8mm awl (p/n 7209503). The surgeon disassembled the handle and tried to reattach the sutures but they became unclean; so a new anchor was inserted in a different site to finish the surgery. The surgeon experienced a delay of 3-minutes as a result. Arthroscopic rotator cuff repair was successfully completed with the second device. No pt injury was reported. The pt's age and bone quality are not available.